Event description:
The device read 95mg/dl and forty minutes later tested at 64mg/dl. He ate, but felt low blood glucose symptoms. An hour later he tested at 162mg/dl. Caller had the device miscoded at the time of testing. No quality controls were used. Requested return of suspect device and replacement was sent.